Event description:
It was reported that "the suction button stuck down, no pt injury".

Manufacturer narrative:
The actual device has been rec'd and will be decontaminated. The quality engineer is currently examining the returned device. A supplemental report will be filed when his investigation is completed.